Event description:
The customer reported that the live image on the left monitor flickered and whole image went white. This resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the lemo connector was cleaned and the workstation circuit boards were reseated as a precautionary measure.